Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/08/2024, it was reported by a sales representative via e-mail that an ar-1588btb-ib tightrope® ii btb nitinol loop broke so we could not shuttle the suture. This occurred during an acl reconstruction. No additional information was provided, and additional information has been asked. Additional information received on 5/15/2024: nothing broke inside the patient. The case was completed using another ar-1588btb-ib tightrope ii btb.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.